Event description:
Caller reported a cartridge alarm error, specifically alarm 20, with consecutive cartridges, which was confirmed by technical support. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the customer's pump with one that has updated software, and the customer was advised on how to use the new pump with their current sensor. The customer was instructed to return the problematic pump using the provided return box and pre-paid label within 10 days.